Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A photograph was provided by the patient. The photograph confirmed the reported bent needle. However, without the device being returned, a root cause cannot be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor applicator needle was bent. No additional event or patient information is available.